Event description:
The international customer reported the ventilator alarmed and stopped operating during use due to a data acquisition pcba adc reference failure. The customer reported there was no patient harm. Review of the device diagnostic log during service noted a vent inop occurrence due to an adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician reported the power management, cpu and motor controller pcb boards were replaced to address the reported problem. Applicable final testing was performed and no further reoccurrence was reported.